Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Medical records from the patient's clinic revealed an iipv overfill in treatment data sheets. Drain 0- 1065; fill 1- 2496, drain 1- 2470; fill 2- 2496, drain 2- 5643; fill 3- 2506, drain 3- 2597; fill 4- 10. The reported drain volume of 5643 is 226% over the expected drain volume resulting in a reportable device malfunction.